Manufacturer narrative:
Additional information: h6 and h11. H11: the event history log was reviewed and during the propofol infusion, a downstream occlusion (dso) triggered, and the infusion was stopped by the pump. The dso alarm was cleared, and the user silenced the alarm at the exact same time. When the user selects to silence, view more information, or cancel dso auto-restart for a displayed active alarm and at the same time as the alarm is cleared due to another condition, a blank screen may be displayed. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a blank screen and failed multiple flow rate accuracy tests. The screen went blank and only showed the name of the medication. This occurred during propofol infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5 and f10. B5: upon follow up from the medwatch, the reporter stated the patient sustained a "serious injury" (not further specified) which "required intervention" (no further information received). H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a2, b3, b5, d9, e3, h3, h6, h10, and h11. B5: when the screen went ¿blank¿, the medication continued to infuse. The pump was swapped. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The pump was powered on, and the screen showed all information and functioning as intended. The device underwent a flow rate accuracy test by infusing 25ml at 25ml/hour and the short, simulated therapy was successfully performed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.